Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for wife via phone call for high blood glucose. The customer¿s blood glucose level was 458 mg/dl. Customer reported that after removed infusion set it started to bleed and it bleeding quite a bit was able to stop the bleeding with alcohol. Customer states the site does not show signs of infection. Customer states there is blood at the site. Customer states site is not actively bleeding at time of the call. Customer stated wife has been having issues with cannulas on infusion sets. Stated she has had bent cannulas and sugar is 400 mg/dl took it out and it was bent. It happened several nights in a row. The insulin pump will not be returned for analysis.